Event description:
It was reported that during a lap cholecystectomy procedure, the clips were found not closed. Another device was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.